Event description:
It was reported that the customer experienced a high blood glucose level, with the specific value displayed as "high." Cause was not known. The customer addressed the issue by changing all supplies and delivering a correction bolus via the pump, and was instructed to inspect various components by technical support, including site and tubing, eventually resuming insulin administration with new supplies.